Event description:
It was reported that during use the stockert generator gave a hardware error 9 message. While the users were troubleshooting, a drop in the patient's blood pressure was noted. A stat echo cardiogram was performed. In spite of multiple attempts requested for more information, no further detail on patient's treatment or medical intervention has been provided.

Manufacturer narrative:
The product was discarded by the hospital / not returned for investigation. The complaint is not indicative of a reportable event. Biosense webster field service engineer (fse) contacted the customer with regards to the reported incident. The customer advised that they had the problem with the hardware error just once during the case, which the fse advised the customer to turn the unit on and she stated that it powered up normally. The customer stated that they never had any problem with the other bwi systems. The customer declined service. Concomitant products used during the procedure: carto 3 system; model #: m-4800-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert rf generator; model #: m-5463-01; serial #: (B)(4). C3 external reference patch (product not returned for investigation); model #: d-1283-02; lot #.: unknown. Preface sheath (product not returned for investigation); model #: 301803m; lot #.: unknown. Biosense webster manufacturer's ref. No.'s (B)(4)/(B)(4) are related to the same incident. (B)(4).